Event description:
The customer reported a black screen, beeping and vibrating. Troubleshooting was performed. A new battery was inserted, and the insulin pump immediately began vibrating. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly.